Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on 02-05-2021. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because of missing sensor wire. An external visual inspection was performed and failed due to detached sensor wire and missing sensor wire. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.